Event description:
A nurse reported that during two separate cataract procedures, the surgeon indicated having issues with aspiration and suction of the nucleus particles during the chop setting. The issue was intermittent. Both cases were completed using the same equipment and accessories. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The company representative informed the customer of issues with loose tips, orientation of the handpiece's sleeve, and loose or broken luer fittings. The customer was further advised to track which of their handpieces and cassettes were used in surgery if the issue persists. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).